Manufacturer narrative:
The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported that the device failed the rate test during preventative maintenance. He performed the rate calibration, but the issue was not resolved. There was no patient involvement.

Event description:
It was reported that the device failed the rate test during preventative maintenance. He performed the rate calibration, but the issue was not resolved. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. H3 other text : see section h.10.

Event description:
It was reported that the device failed the rate test during preventative maintenance. He performed the rate calibration, but the issue was not resolved. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 failed rate test during pm. Technical support - reviewed test set up with robert and found out he did not use rate calibration set (8100-rcs). Advised robert to use 8100-rcs robert will order 8100-rcs and try again. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/08/2007 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - reviewed test set up with robert and found out he did not use rate calibration set (8100-rcs). The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.